Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "inadequate eye design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 2. Using proper aseptic methods, remove catheter from package. 3. Prepare patient per hospital/nursing recommended procedure. 4. Proceed with catheterization using standard techniques. 5. Inflate the 10ml balloon with a maximum of 10ml sterile water by using a water-filled luer-tip syringe. Do not use a needle tip syringe to inflate balloon. 6. Connect catheter to collection container. 7. To deflate the 10 ml balloon, gently reinsert the luer tip syringe into the valve and aspirate."

Event description:
It was reported that the tip that goes inside, attached to the bladder and clogged very quickly. This happened with 4 catheters. This caused urine to come out and leak on the nappy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tip that goes inside, attached to the bladder and clogged very quickly. This happened with 4 catheters. This caused urine to come out and leak on the nappy.